Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a magnet was placed over the device and the magnet was present while the patient received radiotherapy. It was also reported the patient's heart rate slows down from a rate of seventy beats per minute to between forty and fifty beats per minute. The patient's radiation treatment was stopped due to the low heart rate. The implantable cardioverter defibrillator remains in use and no patient complications have been reported as a result of this event.